Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on an unused line is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air-in-line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that a clamp was left open on an unused supply line. The technical services representative (tsr) explained the alarms and reviewed proper procedure. The tsr advised the home patient to call the registered nurse (rn) to inform them of the event. The patient had already cleared the alarms and would call the rn. There was no patient injury or medical intervention associated with this event. No additional information is available.